Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a rituxan infusion was started at 1122 at 25ml/hr. After 30 minutes, the rate was intended to be increased as per ordered and a vital signs check was done after the pump was noted to be beeping for infusion complete. The bag of rituxan was noted to be nearly empty. The patient had no complaints at this time and was monitored while they were receiving bolus due to elevated creatinine. The patient's vital signs continued to be stable and they denied any issues or acute distress. Rituxan was restarted at 1217 to finish the bag and the patient tolerated the infusion without any adverse event. Per all infusion detail report interpretation, the following summary was noted: (B)(6) 2024 at 11:22 ¿ infusion of rituximab was programmed as a primary infusion of 780 mg/390 mls. The rate programmed was 936 ml/h. A guardrails intermittent duration alert fired for running faster over 25 minutes compared to the allowable 30 minutes. This alert was overridden. The vtbi was programmed at 390 mls. The infusion was started. At 11:26, there was an air in line alarm, which was resolved 10 seconds later and restarted at the previous rate/parameters. Also within this minute, the door was opened and closed and restarted within a 10 second period of time at 11:36 with the previous parameters. At 11:47, a calculated volume of 390 mls infused, and the module alarmed ¿kvo¿ while infusing at a rate of 20 ml/h. At 11:48, the infusion was stopped. At 11:54, the infusion was started at 25 ml/h for a volume of 390 mls and paused one second later and then stopped. At 12:16, the infusion was started at 25 ml/h for a volume to be infused of 80 mls. There was a patient side occlusion alarm at 12:35. The infusion was restarted a bit over 1 minute later at the previous parameters of 25 ml/h for a volume to be infused of 80 mls. At 13:56, the infusion was stopped. The customer later reported that based on the summary findings, they believe that the nurse, "should have programmed the volume to be infused as 12.5 ml, (because per the order, at 25 ml/hr, 12.5 ml would be the volume infused in 30 mins, when the nurse would do the next titration) rather than the entire bag of 390 ml." Also it was confirmed that the nurse entered "25" in the duration field instead of "25" in the rate (ml/hr) field which caused the rate to default to 936 ml/hr. There was patient involvement but no harm.

Event description:
It was reported that a rituxan infusion was started at 1122 at 25ml/hr. After 30 minutes, the rate was intended to be increased as per ordered and a vital signs check was done after the pump was noted to be beeping for infusion complete. The bag of rituxan was noted to be nearly empty. The patient had no complaints at this time and was monitored while they were receiving bolus due to elevated creatinine. The patient's vital signs continued to be stable and they denied any issues or acute distress. Rituxan was restarted at 1217 to finish the bag and the patient tolerated the infusion without any adverse event. Per all infusion detail report interpretation, the following summary was noted: (B)(6) 2024 at 11:22 ¿ infusion of rituximab was programmed as a primary infusion of 780 mg/390 mls. The rate programmed was 936 ml/h. A guardrails intermittent duration alert fired for running faster over 25 minutes compared to the allowable 30 minutes. This alert was overridden. The vtbi was programmed at 390 mls. The infusion was started. - at 11:26, there was an air in line alarm, which was resolved 10 seconds later and restarted at the previous rate/parameters. - also within this minute, the door was opened and closed and restarted within a 10 second period of time at 11:36 with the previous parameters. - at 11:47, a calculated volume of 390 mls infused, and the module alarmed ¿kvo¿ while infusing at a rate of 20 ml/h. - at 11:48, the infusion was stopped. - at 11:54, the infusion was started at 25 ml/h for a volume of 390 mls and paused one second later and then stopped. - at 12:16, the infusion was started at 25 ml/h for a volume to be infused of 80 mls. - there was a patient side occlusion alarm at 12:35. The infusion was restarted a bit over 1 minute later at the previous parameters of 25 ml/h for a volume to be infused of 80 mls. - at 13:56, the infusion was stopped. The customer later reported that based on the summary findings, they believe that the nurse, "should have programmed the volume to be infused as 12.5 ml, (because per the order, at 25 ml/hr, 12.5 ml would be the volume infused in 30 mins, when the nurse would do the next titration) rather than the entire bag of 390 ml." Also it was confirmed that the nurse entered "25" in the duration field instead of "25" in the rate (ml/hr) field which caused the rate to default to 936 ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.